Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("9 week pregnancy") and abortion ("abortion") in a female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2010, (B)(6) 2012) and abortion. Concurrent conditions included dizziness, nausea, vomiting and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2012, the patient experienced dyspareunia ("painful intercourse"), urinary tract infection ("multiple urinary tract infection") and vulvovaginal mycotic infection ("yeast infections"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"), migraine ("migraine headaches"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy") and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal and heavy bleeding/ heavy vaginal bleeding"), abdominal pain ("abdominal pain") and headache ("headaches,"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery ((B)(6) 2015 ¿vaginal hysterectomy, total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion, vaginal haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract infection, vulvovaginal mycotic infection, migraine, menorrhagia, headache, allergy to metals and uterine prolapse outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion, allergy to metals, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine prolapse, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results: urine hcg negative. Concerning the injuries reported in this case, the following one/ones were reported via social media dyspareunia, menorrhagia,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("9 week pregnancy") and abortion ("abortion") in a female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2010, (B)(6) 2012) and abortion. Concurrent conditions included dizziness, nausea, vomiting and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2012, the patient experienced dyspareunia ("painful intercourse"), urinary tract infection ("multiple urinary tract infection") and vulvovaginal mycotic infection ("yeast infections"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"), migraine ("migraine headaches"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy") and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal and heavy bleeding/ heavy vaginal bleeding"), abdominal pain ("abdominal pain") and headache ("headaches,"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery ((B)(6) 2015 ¿vaginal hysterectomy, total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion, vaginal haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract infection, vulvovaginal mycotic infection, migraine, menorrhagia, headache, allergy to metals and uterine prolapse outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion, allergy to metals, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine prolapse, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results: urine hcg negative. Concerning the injuries reported in this case, the following one/ones were reported via social media dyspareunia, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-apr-2018: medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant drug added. Pfs received. Reporter and patient demographics were added. Events 9 week pregnant, abortion, menorrhagia, headaches, nickel allergy and uterine prolapse added. On 4-apr-2018: fu2 and fu3 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), pregnancy with contraceptive device ('9 week pregnancy'), abortion ('abortion'), menorrhagia ('menorrhagia') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2010, (B)(6) 2012) and abortion. Concurrent conditions included dizziness, nausea, vomiting and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("painful intercourse"), urinary tract infection ("multiple urinary tract infection") and vulvovaginal mycotic infection ("yeast infections"). In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"), migraine ("migraine headaches"), menorrhagia (seriousness criterion medically significant), allergy to metals ("nickel allergy") and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal and heavy bleeding/ heavy vaginal bleeding"), abdominal pain ("abdominal pain"), headache ("headaches,"), female sexual dysfunction ("apareunia"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), rash ("rashes/skin condition"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2015 ¿vaginal hysterectomy, total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion, vaginal haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract infection, vulvovaginal mycotic infection, migraine, menorrhagia, headache, allergy to metals, uterine prolapse, female sexual dysfunction, hormone level abnormal, back pain, genital haemorrhage, metrorrhagia, blood disorder, cardiac disorder, iron deficiency anaemia, hypersensitivity, rash, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion, allergy to metals, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results: urine hcg negative. Concerning the injuries reported in this case, the following one/ones were reported via social media dyspareunia, menorrhagia,dysmenorrhea, back pain, general abnormal bleeding, metrorrhagia, blood disorder, heart disorder, anemia, hypersensitivity, rashes/skin condition, bladder problem, bladder infection, vaginal infection and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: plaintiff fact sheet: received: new events added from social media are apareunia, hormonal changes, back pain, general abnormal bleeding, metrorrhagia, blood disorder, heart disorder, anemia, hypersensitivity, rashes/skin condition, bladder problem, bladder infection, vaginal infection, vaginal discharge and plaintiff did not underwent essure confirmation test were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure during pregnancy "9 week pregnancy / pregnant at time of essure implantation" in (B)(6) 2012, contraindicated device used "contraindicated device used", medical device monitoring error "essure micro-insert placed during pregnancy" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." The patient's medical history included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2010, (B)(6) 2012) and abortion. Concurrent conditions included dizziness, nausea, vomiting and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2012, the patient experienced dyspareunia ("painful intercourse"), urinary tract infection ("multiple urinary tract infection") and vulvovaginal mycotic infection ("yeast infections"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea(cramping)") and uterine enlargement ("infection-enlarged uterus"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal and heavy bleeding/ heavy vaginal bleeding") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraine headaches") and rash macular ("rashes/skin condition/red dot rashes") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In 2013, the patient experienced menorrhagia ("menorrhagia"), uterine prolapse ("uterine prolapse"), loss of libido ("harmonal changes: describe: loss of libido") and nausea ("nausea"). On an unknown date, the patient experienced headache ("headaches,"), female sexual dysfunction ("apareunia"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and alopecia ("hiar loss"). The patient was treated with surgery ((B)(6) 2015 ¿vaginal hysterectomy, total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, vulvovaginal mycotic infection, migraine, menorrhagia, headache, allergy to metals, uterine prolapse, female sexual dysfunction, back pain, genital haemorrhage, blood disorder, cardiac disorder, iron deficiency anaemia, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and loss of libido outcome was unknown and the abdominal pain, metrorrhagia and rash macular had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, loss of libido, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash macular, urinary tract disorder, urinary tract infection, uterine enlargement, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Urine hcg negative. Concerning the injuries reported in this case, the following one/ones were reported via social media dyspareunia, menorrhagia,dysmenorrhea, back pain, general abnormal bleeding, metrorrhagia, blood disorder, heart disorder, anemia, hypersensitivity, rashes/skin condition, bladder problem, bladder infection, vaginal infection and vaginal discharge. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received: previously reported events: 'pregnancy with contraceptive device' updated to "9 week pregnancy / pregnant at time of essure implantation" and 'device ineffective' was updated by 'contraindicated device used'. Severity of event: abdominal pain, outcome of event : abdominal pain, red dot rashes, metrorrhagia, patient demographic, events: enlarged uterus, nausea, weight gain, fatigue, hair los, medical device monitoring error, patient aka name were added. Event: 'abortion' was deleted. Event hormonal changes updated to loss of libido. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure during pregnancy "9 week pregnancy" in (B)(6) 2012, contraindicated device used "contraindicated device used", medical device monitoring error "essure micro-insert placed during pregnancy/ pregnant at time of essure implantation" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included multigravida, parity 3 (B)(6) 2006, (B)(6) 2010, (B)(6) 2012) and abortion. Concurrent conditions included dizziness, nausea, vomiting and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2012, the patient experienced dyspareunia ("painful intercourse"), urinary tract infection ("multiple urinary tract infection") and vulvovaginal mycotic infection ("yeast infections"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea(cramping)") and uterine enlargement ("infection-enlarged uterus"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal and heavy bleeding/ heavy vaginal bleeding") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraine headaches") and rash macular ("rashes/skin condition/red dot rashes") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In 2013, the patient experienced menorrhagia ("menorrhagia"), uterine prolapse ("uterine prolapse"), loss of libido ("hormonal changes: describe: loss of libido") and nausea ("nausea"). On an unknown date, the patient experienced headache ("headaches,"), female sexual dysfunction ("apareunia"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (B)(6) 2015 ¿vaginal hysterectomy, total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, vulvovaginal mycotic infection, migraine, menorrhagia, headache, allergy to metals, uterine prolapse, female sexual dysfunction, back pain, genital haemorrhage, blood disorder, cardiac disorder, iron deficiency anaemia, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and loss of libido outcome was unknown and the abdominal pain, metrorrhagia and rash macular had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, loss of libido, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash macular, urinary tract disorder, urinary tract infection, uterine enlargement, uterine prolapse, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Urine hcg negative. Concerning the injuries reported in this case, the following one/ones were reported via social media dyspareunia, menorrhagia,dysmenorrhea, back pain, general abnormal bleeding, metrorrhagia, blood disorder, heart disorder, anemia, hypersensitivity, rashes/skin condition, bladder problem, bladder infection, vaginal infection and vaginal discharge. Lot number: a47940 manufacture date: 2012/08 expiration date: 2015/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal and heavy bleeding/ heavy vaginal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), urinary tract infection ("multiple urinary tract infection"), fungal infection ("yeast infections") and migraine ("migraine headaches"). The patient was treated with surgery (vaginal hysterectomy to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract infection, fungal infection and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fungal infection, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 27-nov-2017: summons received. Events heavy vaginal bleeding, abdominal pain,painful menstrual cycle, migraine headache, yeast infection, multiple urinary tract infection are added. Product information updated. Reporter and patient information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.